Event description:
It was reported that the patient complained of dizziness and overall not feeling well. The implantable pulse generator (ipg) device tripped elective replacement indicator (eri), but the battery voltage from the day before measured 2.81 volts. It was noted that the patient was seen in (B)(6) when the longevity estimated 2.5 years remaining battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead; 5076-45 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.